Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient¿s implant was taken out the day after christmas because it never helped since it was put in, they could never get adjusted right and it was making the patient¿s leg jerk. The patient thought they installed it wrong.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that lack of therapy with implant .the device was implanted in (B)(6) 2014 and removed (according to patient) (B)(6) 2014 although nurse reported removed (B)(6) 2014. Nurse reported that patient never reported to them any leg jerking however did complain of lack of therapy and chronic neck and back pain. The doctor had reviewed interstim system and everything was working as designed and lead was well placed. The patient was continually non-compliant with follow up appointments including after surgery and for reprogramming and was found to be calling around to different doctors for pain medications. Nurse reported patient was difficult. The chronic neck and back pain was unrelated to the interstim device and therapy according to doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.